Event description:
Zoll customer support contacted a (B)(6) female pt, in regards to siren alarms she has been receiving. As a result of the phone conversation, the pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages; arrythmia alarms) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.